Event description:
It was reported that the insulin pump alarmed no delivery, and a complete infusion set change did not resolve the issue. The blood glucose reading was 192 mg/dl. The customer's mother stated that a battery change also did not keep the insulin pump from alarming. The customer had been off the device for about a week and was on manual injections. Unable to troubleshoot due to the customer not having any more infusion sets available. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.